Event description:
The customer's wife reported via phone call that his blood glucose level was high. The customer's blood glucose level went up from 320 mg/dl to 516 mg/dl. The customer was feeling chilly. He treated his blood glucose with a syringe. The reservoir had a large air bubble and the infusion set had three air bubbles inside. The insulin was stored in the refrigerator. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.